Manufacturer narrative:
Further investigation of the pump serial number (B)(4) resulted in a change of the analysis finding from ¿alarm anomaly with undetermined root cause¿ to a ¿no anomaly¿ finding. Alarm testing guidance was updated and no anomaly was observed. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the pump revealed, alarm anomaly, undetermined cause. Pump went on the pass all non- destructive testing, other that the alarm test. The alarm test failed with a reading of 64.4 db. Minimum spec is 70.0 db. The alarm waveform test was then done with the results as follows. -- peak to peak voltage measured during the test was 6.68 volts. The battery voltage measured during the test was 2.94 vdc. The peak to peak voltage measured during the test needs to be at least twice that of the battery voltage measured during the test, which it is.

Event description:
The pump was returned after explant. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump underwent routine analysis. Per the printout the pump was used to deliver lioresal.